Event description:
Info received indicates the head of the bed will not go up when the buttons are pushed.

Manufacturer narrative:
The tech found the head up hydraulic valve was not functioning. He replaced the valve to repair the bed.